Event description:
During a robotic procedure davinci harmonic ace insert was used. While the harmonic was being used, the harmonic generator made an unfamiliar sound. The writing on the screen turned yellow and seconds later, one part of the jaw broke off. The broken piece was retrieved with laparoscopic instrument. The davinci ace was removed from the pt and not used again during the procedure.